Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the solo PICC catheter is confirmed, and the cause is likely use-related. The device returned is a 5 fr d/l power PICC solo catheter. Visual evaluation found the extension legs appeared dark red/brown. Residues were found on the hub and extension legs which may have been partially adhesive, likely from adhesive dressing. A hole was found at a nearly transverse diagonal just distal to the hub. The catheter terminated at the 40 cm depth mark. Microscopic evaluation found that the hole was actually composed of 2 holes, not exactly in line with each other but within the inside of the kink. The break surface appeared to be highly irregular and granular. Tactual evaluation found that the catheter kinked preferentially at the site of the hole. Functional testing found that the catheter was patent to infusion through both lumens, and that a leak developed just distal to the hub in both cases. Aspiration was possible through both lumens, but a significant amount of air was aspirated when using the blue/purple lumen. The characteristics of preferential kinking and granular/irregular breaks within the kink are indicative of flexural fatigue. This may occur when the angle of insertion is acute enough to cause kinking, and/or the PICC undergoes excessive motion. The following IFU statements may be helpful: ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place. ¿precautions related to device placement procedure: the powerpicc solo*2 catheter features a reverse-taper catheter design. Placement of larger catheters at or below antecubital fossa may result in an increased incidence of phlebitis. Placement of the powerpicc solo*2 catheter above antecubital fossa is recommended. Avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort. Do not place suture around the catheter. Sutures may damage the catheter or compromise catheter patency.¿ ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ ¿do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen.¿

Event description:
It was reported that upon accessing and flushing the PICC line, while taking pre chemo bloods, an external fracture was found to be leaking from under dressing. The PICC was removed with no patient harm. Patient¿s chemotherapy was given via cannula.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reas1906 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that upon accessing and flushing the PICC line, while taking pre chemo bloods, an external fracture was found to be leaking from under dressing. The PICC was removed with no patient harm. Patient¿s chemotherapy was given via cannula.